Event description:
Complainant alleged that the medics were monitoring a pt who was in cardiac arrest. The medics then shocked the pt two times and then paced the pt. The pt's heart rhythm was not captured and pacing was terminated. Later, the pt was shocked, but the device displayed dash lines rather than the pt's post shock rhythm. The medics then attempted to charge the device, but the device would not charge and would not deliver energy. The medics then checked the electrodes for placement and adhesion to the pt. They appeared to be correctly placed and securely attached to the pt. The medics also checked the multi-function cable plugs and all appeared to be secured. The unit was then turned off/on, but the device screen still displayed dash lines and failed to charge. At this point the medics had arrived at the hosp's ER dept. The pt was then treated at the hosp ER. There was no indication of any adverse effect on the pt as a result of the reported malfunction.